Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected alarm error test and functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker. Pump was accidentally cut by technician for root cause analysis.

Event description:
It was reported that the customer passed away at home. The cause of death was a heart attack. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected within 48 hours prior to passing. The customer was off the pump as they only used it when they needed to. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The pump was returned and had unresponsive buttons due to flattened (creased) all buttons dome switch.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.